Manufacturer narrative:
The customer rebooted the instrument and the problem did not re-occur. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that hydro exit sump over flowed on synchron lx20 clinical system. No injury was reported on this issue.